Event description:
On (B) (6) 2008, the pt reported that his infusion sets are not sticking well to his skin and are falling off after 2-4 days of use. He stated that this occurred over the past 2 weeks with 4 infusion sets. He was advised to change the infusion site every 3 days. He stated that he has not changed body products and he cleans his skin with alcohol wipes. He allows the area to completely dry prior to infusion site insertion. No physiological effects were reported. He was sent complimentary infusion sets and IV prep wipes and tegaderm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain product to return for evaluation. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.